Event description:
It was reported to intuvie that, during functional testing, the pump was found to have a broken speaker. There was no patient involvement reported.

Manufacturer narrative:
It was reported to intuvie that, during functional testing, the pump was found to have a broken speaker. A review of the serial number history revealed no prior similar complaints. The failure mode was confirmed, and the speaker issue was determined to be caused by a component failure. The speaker assembly was replaced, resolving the issue. Reference to complaint (B)(4).